Event description:
In a journal article the investigators reported that following intraocular lens (iol) implant surgeries, fifteen patients (65.2%) resented with glistenings on the iol three years postoperatively. The study evaluation 54 patients (108 eyes). Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. Citation: leydolt c, kriechbaum k, schriefl s, pachala m, menapace r. Posterior capsule opacification and neodymium: yag rates with 2 single-piece hydrophobic acrylic intraocular lenses: three-year results. J cataract refract surg 2013; 1886-1892. (B)(4).